Manufacturer narrative:
Terumo did not receive the actual device, therefore, no physical investigation was performed. The complaint was not confirmed; however, the luer locks may have broken due to mishandling of the pack. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there were broken luer locks on the sampling manifold. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.